Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-apr-2023 . H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22gx1.00in nexiva device from lot number 2262777. Through the visual inspection, the device has been used however the catheter has not been decoupled from the needle tip shield. The unit was maneuvered by slightly rotating the catheter adapter out of the tip shield. After a few trials, the parts were separated. Upon separation, it was identified that the back end of the wing adapter has a damage that was binding the two parts. The gray canister was not centered, and a dent is observed on the distal end of the adapter. The reported issue was confirmed as the unit failed to decouple. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that after the bd nexiva¿ closed IV catheter system needle was retracted, the nurse was unable to remove it from the catheter. The following information was provided by the initial reporter: "attempt to start 22 ga bd nexiva closed catheter system single port... Piv in right hand, needle retracted properly but would not release from angiocath, with 2 rns attempting to disconnect retracted needle that was safely inside closed catheter system unsuccessful. IV was discontinued angiocath removed intact to right hand. IV was restarted at different site with different bd nexia IV catheter.

Event description:
It was reported that after the bd nexiva¿ closed IV catheter system needle was retracted, the nurse was unable to remove it from the catheter. The following information was provided by the initial reporter: attempt to start 22 ga bd nexiva closed catheter system single port. Piv in right hand, needle retracted properly but would not release from angiocath, with 2 rns attempting to disconnect retracted needle that was safely inside closed catheter system unsuccessful. IV was discontinued angiocath removed intact to right hand. IV was restarted at different site with different bd nexia IV catheter.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.